Event description:
Resident was on trolley lift and cna had just completed bath. Safety belt was in place on resident. Cna turned from resident to place pad in a geri-chair and resident fell off trolley. Cna was less than 1 foot from resident. Safety belt had popped off the securing peg. On investigation, safety belt showed some wear and cracking in plastic which could have caused some slack causing belt to pop off peg. Resident sustained a laceration and hematoma to left head. CT showed some bleeding inter-cranially; however, was not traumatic in appearance and was older than time of incident.